Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that an empty cartridge alarm was emitted and was not recorded in the alarm history of the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:the pump download confirms the low cartridge warning level was set to 10u. The pump history showed that on (B)(6) 2014 at 20:15 a low cartridge warning was recorded; the units remaining in the pump were 10u. A low cartridge warning and replace cartridge alarm were reproduced during investigation; both were accurately recorded in pump history. No alarms occurred during 24hr duration testing. The units remaining were correctly calculated and recorded in the pump¿s history. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.